Event description:
The complainant reported that a patient was on impella rp for pulmonary circulation support. It was reported that the patient had bleeding due a mattress suture on the impella rp site being cut and removed during the night. This resulted in a significant amount of unnecessary blood loss from the impella rp sheath site. A new mattress suture was immediately placed and bleeding quickly resolved. The patient is stable post issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.